Manufacturer narrative:
Evaluation summary: the package insert states: "excessive physical activity and injury can result in loosening, wear, and/or fracture of the knee implant. The patient must be instructed about all postoperative restriction, particularly those related to occupational and sports activities..." Based on the known occupation of the patient (construction worker/laborer), excessive activity may be the cause of the device breakage; however, without additional information, a definitive cause cannot be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 2001 and that the patient was revised in 2009 due to pain. During removal of the components on the date of surgery, the post of the lps articular surface was found separate from the rest of the poly indicating in vivo separation of this component. The remaining portion of the surface was removed, as was the tibial component. Patient is a construction worker/laborer.